Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. Customer powered down the clv-190 as well as the cv-190 and after using a can of compressed air to blow out any dust in the clv-190 scope socket as well as wiping down the gold contacts of their scope, the error was cleared when powering the unit back on. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the video system center had a b30 scope communication error. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer contacted olympus technical assistance support provided remote troubleshooting and after cleaning the scope socket and golden contact pins the error was cleared from device. Via phone the device will not be returned to olympus for evaluation. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.